Event description:
It was reported that the pump touchscreen was cracked and subsequently black and unresponsive. There was no reported impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.